Manufacturer narrative:
The device was returned for analysis. The reported material separation was able to be confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that inadvertent mishandling during unpackaging/removal for the tray and/or during preparation for use resulted in the reported tip material separation/noted inner member separation. It is likely that the device was inadvertently mishandled during packing for return analysis resulting in the noted wrinkled sheath, contributing to the stent partially deploying from the device. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat an internal carotid artery. The 7-10/40 acculink stent delivery system tip was noted to be separated once removed from the packaging and was not used in the anatomy. Another acculink was used to successfully complete the procedure. There was no patient involvement. No additional information was provided.